Event description:
The customer reported the system will not boot, buttons froze, an error message displayed, and the system did not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep repaired the interconnect cable pin. The system functions properly.